Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10006. Reference MFR report: 1627487-2012-10007. The pt received the scs system on (B)(6) 2011, which included an ipg and two leads (from different lots. It was reported the antenna on the pt's charging system becomes hot after approximately 20 minutes of charging. The pt reported she has to stop charging until the antenna cools down. A replacement charging system was issued to the pt. The new charging system resolved the heating issue; however, follow up info revealed the pt is now experiencing difficulty maintaining communication between the charging system and the ipg. It was later reported the leads have migrated and stimulation has diminished. The pt reported receiving stimulation in her backside that was not felt previously. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.